Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined that the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily tortuous and heavily calcified lesion in the mid ramus. Resistance was felt with the anatomy when advancing the 2.25x23 mm xience alpine stent delivery system (sds). While attempting to advance the sds through a tight bend, the stent dislodged. A 3.0x12 nc trek balloon catheter was used to deploy the dislodged stent proximal to the target lesion in healthy tissue. The nc trek was then used dilate the target lesion with good results. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.